Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On 11/09/2024, the patient experienced loss of consciousness. The cgm reading was 180 mg/dl and the bg taken by the mother was 40 mg/dl. The patient was feeling hypoglycemic, dizziness, low energy, and his ear was quite sensitive. Then the patient lost consciousness for a maximum of 10minutes before regaining consciousness (this is an approximation as patient does not recall). There was no treatment provided. There was no medical intervention provided. At the time of the report the patient had a headache and was sensitive to light. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.